Event description:
It was reported that the gastrointestinal videoscope had image snowflakes and blackout. The issue was found during an unspecified gastrointestinal endoscopy procedure. The procedure was completed with another similar device. Due to need to replace the back-up device, the patient's anesthesia time was prolonged. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: customer full name information. (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.